Event description:
Pt stating pump not loading. Pump was not in use when fault occurred. No lapse in infusion or side effects due to malfunction. Sending replacement pump and pt will return malfunctioning pump. Pt does have back up pump. (B)(4). All 4 relevant questions were answered initially. "Did the reported product fault occur while in use with a patient? Did the product issue cause or contribute to patient or clinical injury? Is the actual device available to be returned for investigation? Did we (MFR) replace device?" Reported to (B)(6) by pt/caregiver.